Event description:
Attorney reported: in 2001 - the patient underwent an incisional hernia repair procedure with placement of a composix e/x mesh patch. In 2002 - the patient was seen by her physician, who noted that the mesh would likely need to be removed. At about two months later, the patient underwent surgery to explant the mesh patch, lysis of adhesions and repair of a recurrent hernia with abdominoplasty. The operative report noted that the patient's bowel needed significant repair because of the damage the implanted mesh had caused. Between 2002 and 2003, the patient followed up with her physician for wound care and debridement. In 2005 - the patient underwent another hernia repair surgery with placement of an alloderm mesh. It was noted in the operative report that there were injuries still present inside the patient that were caused by the composix e/x mesh patch. In 2006 - the patient underwent another hernia repair surgery wherein the damages caused by the composix e/x mesh were again recounted. At approx 7 days, the patient underwent incision and debridement of an infected wound. At about three days later, the patient underwent placement of a wound vac and continued on wound care with home health care.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.